Manufacturer narrative:
(B)(4) date sent: 1/12/2024 d4 batch #: a9ch83 investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the shaft broken at the rotational knob area. In addition, a piece of the rotational knob was not returned, the distal guide weld was broken and the wires in this area were damaged. Additionally, the top jaw was not missing. The instrument was connected to a gen11 and it was recognized as expected. No functional testing could be performed due to the condition of the device. No conclusion could be reached as to what could have caused this issue. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device ot/batch a9ch83, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/8/2024.

Manufacturer narrative:
(B)(4). Date sent: 11/6/2023. D4 batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the tip is broken. Nothing fell into the patient. No patient outcome.